Event description:
The customer reported that there was some blood at the insertion site. The blood glucose reading was 168 mg/dl. The patient stated that the proper methodology for insertion. The customer stated that the sensor was not tugged or pulled on after insertion. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.